Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer body is from a different programmer model than the screen, these do not match and function together. The screen replacement was not performed by a medtronic service center technician. It was also noted that the cardbus socket was broken, the floppy drive was defective, the stylus was missing and there was an error in the software update history. (B)(4).

Event description:
It was reported that the touch screen was faulty. The programmer was returned to the manufacturer for servicing. The event occurred prior to pacing clinic starting so there was no patient involvement.